Event description:
Account reported discrepant potassium results for a patient sample. The initial result was 4.5mmol/l and when repeated, the result was 3.9mmol/l. The incorrect results were not reported. The field service rep found a malfunctioning valve and repaired the instrument.